Event description:
The forceps tip broke. The pt was x-rayed to try and find the missing tip, however the tip was not found in the pt, nor could it be located anywhere in the or. The surgery was not delayed, as a back-up forcep was available. There was no injury as a result of the breakage.